Event description:
It was reported that following a radiofrequency ablation (rfa) procedure, the patient experienced hypoactive delirium. The patient had a delayed awakening after the rfa procedure. The patient stayed in the intensive care unit and the event resolved the following day. The event was assessed as possibly procedure related.

Event description:
It was reported that following a radiofrequency ablation (rfa) procedure, the patient experienced hypoactive delirium. The patient had a delayed awakening after the rfa procedure. The patient stayed in the intensive care unit and the event resolved the following day. The event was assessed as possibly procedure related. Additional information was received that the event was assessed as not device related. Additional information was received that the event was assessed as a serious deterioration in the health of the patient which required hospitalization for eight days, and close monitoring of the patient. The referenced g4 radiofrequency generator is not being returned to bsc for laboratory analysis as there was no device malfunction reported. The device is currently in service at the healthcare facility and is working as expected. The referenced g4 radiofrequency generator (bsc ref. 20238692/mfg. Report 3006630150-2025-03887) was used with a radio frequency (rf) disposable electrode (bsc ref. 20248104/mfg. Report 3006630150-2025-03888) during an rfa procedure performed on (B)(6) 2025. Please note that there were no device malfunctions reported associated with this event.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: null, upn: tc-11-2-250-d, model: tc-11-2-250-d, serial: null, batch: 25519991, upn: (B)(4).

Event description:
It was reported that following a radiofrequency ablation (rfa) procedure, the patient experienced hypoactive delirium. The patient had a delayed awakening after the rfa procedure. The patient stayed in the intensive care unit and the event resolved the following day. The event was assessed as possibly procedure related. Additional information was received that the event was assessed as not device related.

Event description:
It was reported that following a radiofrequency ablation (rfa) procedure, the patient experienced hypoactive delirium. The patient had a delayed awakening after the rfa procedure. The patient stayed in the intensive care unit and the event resolved the following day. The event was assessed as possibly procedure related. Additional information was received that the event was assessed as not device related.